Manufacturer narrative:
The device has been evaluated. The stent was found separated from the pushwire; however, the evaluation could not determine the cause of the event.stent separation.(B)(4).

Event description:
The patient was presented with an ica / mca stroke post 5-7 hours. During a mechanical thrombectomy of clot in the m2 region of the middle cerebral artery (mca), it was reported that the stent separated during clot retrieval and remained in the patient. The patient suffered major stroke and subarachnoid hemorrhage.on follow up on (B)(6) 2012, the patient was discharged with a left sided middle cerebral infarction.